Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. This event was reported by the sales representative. The healthcare facility is unknown but the distributor is: (B)(4). Phone: (B)(6). Fax: (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose vein ligation procedure. The exact procedure date was unknown. During the procedure, the band got stuck and could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Section e: this event was reported by the sales representative. The healthcare facility is unknown but the distributor is: (B)(4). Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. The returned speedband superview super 7 (handle and the ligator housing) was analyzed, and a visual evaluation noted that the ligator head was returned without the bands. The handle slot did not show insertion marks of the trip wire. The suture thread and the suture hole were in good condition and contained the seven knots. The ligator housing teeth were found bent/damaged. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, the ligator housing teeth were found bent/damaged. This suggests that the device could not deploy. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. This condition, unsecured trip wire, could have affected the overall performance of the device causing the trip wire to slip inaccurately at the time to perform the deployment. The suture tension may not have been correct bending the teeth and causing inability of the device to deploy the bands. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose vein ligation procedure. The exact procedure date was unknown. During the procedure, the band got stuck and could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.